Event description:
It was reported that after an unknown procedure, the patient was operated on three weeks ago. After one week, the patient was re-hospitalized for bleeding and fever. The doctor did an endoscopy and sutured in manually way. The patient had to stay more days in the hospital to prevent complications. At this moment the patient is in good conditions in his home. Device discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.